Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a video-assisted thoracoscopic surgery (vats). The patient had metabolic acidosis and shock. The log file noted low flow hazard alarms between 4:20am and 11:44am on (B)(6) 2022. Post operation, the patient had significant bleeding from high chest tube output and the patient was put on a transfusion of red blood cells (rbc). The patient developed multi-pressor shock and had very high lactate. The patient had kussmaul respirations, was provided bicarbonate pushes for ph 7.13 and was intubated to alleviate their acidemia. The patient's left ventricular assisted device (lvad) flow was then indictable in the setting of hypotension which improved with increased vasopressor rates and intravenous fluids. The patient did not receive cardiopulmonary resuscitation (CPR) and passed away.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the log file provided by the account confirmed low flow alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that the alarms were due to the patient¿s significant bleeding following the video-assisted thoracoscopic (vats) procedure. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The submitted log file contained data from on (B)(6) 2022, per the timestamps. Low flow alarms were captured on (B)(6) 2022, when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm), to 2.4 lpm. These alarms persisted throughout the remainder of the file. Despite the decrease in flow, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient outcome was not considered to be device related. Heartmate ii lvas, serial number: (B)(6), was not returned for evaluation. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, multiple types of organ failure and dysfunction (including respiratory failure and renal failure), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses all pump parameters including pump power and flow. In reference to flow, this section explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.